Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the lead was explanted and replaced and a new ipg was implanted.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer report number: 1627487-2021-19428. It was reported that the patient's ipg was inoperable due to not recharging as recommended. Surgical intervention was undertaken on (B)(6) 2021 in which it was also discovered that the existing lead was frayed and the ipg was explanted. Surgical intervention is pending to address these issues.